Event description:
Customer reported the system was arcing, would stop working during fluoro, and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and re-greased the high voltage (candlestick) connectors. System operates as intended.